Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated a nurse received a needle stick. The pt received the medication via an injection. At the conclusion of the injection, the needle detached from the syringe and remained in the pt. The nurse attempted to retrieve the needle and received a needle stick injury to her hand. No info has been received regarding any medical treatment to nurse; labs were drawn, the results were negative.